Event description:
The customer alleges that the 15mm connector was detached from the inflating tube so that the doctor could not use it. A new product was used without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The outer and inner diameters of both ends of the connectors were measured and were found to be within specification. An attempt was made to detach the 15mm connector from the y-connector as well as from the urethane tubing. Both connectors were secure in the y-connector. However, both 15mm connectors could be removed from the urethane tubing. A lab inventory double swivel accessory pack was used as a comparison. It was found that once the 15mm connector was detached from the tubing the first time, the connector was easy to detach when reinserted. Based on the investigation performed, the reported complaint was confirmed. No issues were found with the connectors, however, removal of the 15mm connector was attempted on a lab inventory double swivel assembly and it was found that once the 15mm connector was removed the first time, it was easily removed after that as the urethane tubing stretches. A DHR review was performed on the sher-I-bronch and double swivel accessory pack with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of disconnection of the 15mm connector could not be determined as it is unknown how the product was handled prior to use.

Event description:
The customer alleges that the 15mm connector was detached from the inflating tube so that the doctor could not use it. A new product was used without issue. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.